Event description:
It was reported the patient could not connect to the ipg with their patient controller (pc). A company representative met with the patient and was able to recover with the patient's ipg. The device is providing therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation; however, data logs were received. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.